Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported broken connecting tube connector could not be determined, as the device was not returned to olympus for evaluation, however, it is believed that the reprocessing basin connector was broken being hit on a rigid object or stressed while frequently detaching the connecting tube and or applied the force in the wrong direction when connecting /disconnecting the connector. The event can be detected/prevented by following the instructions for use which states: oer operation manual (revision no. 10) ¿ chapter 3 inspection before use, 3.2 inspecting the equipment¿s connectors check the following for each connector. -the connector should be connected firmly. -the o-rings should be free of irregularities such as cracks, tears, or dents. [Warning] do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. [Caution] connect each connector firmly by pushing until the connector clicks into place. After connection, pull the connector gently to confirm that it cannot be disconnected easily. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer. The device was inspected prior to use. No patient infection was identified. The issue was found before reprocessing on july 12, 2023.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation; therefore, the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the cleaning connecting tube was broken on the olympus endoscope reprocessor. There were no reports of patient harm associated with this event.